Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and rep reported that the ins was replaced on (B)(6) 2018. It was noted that due to the ins being dead the rep was unable to read it prior to it being removed. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
Continuation of medical: product ID 97754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that using the recharger to charge the implantable neurostimulator (ins) was difficult. Coupling was difficult to attain consistently. The ins had been dead and not in use for some time now. Physician recharge mode (prm) was attempted 2 times unsuccessfully. The patient wanted the ins replaced. The issue was not resolved at the time of the report and it was unknown if a surgery was planned. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying that the recharger was difficult to use because the coupling was difficult to maintain while charging, which made the experience very discouraging. It was reported that surgical intervention had been planned, however they had been denied by insurance. The rep was unable to obtain the patient¿s weight at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97754, serial# (B)(4). Product type recharger. Analysis of the implantable neurostimulator (ins) (B)(4) found that the stimulator battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2017 and the battery was charged to 3.830 volts. On (B)(6) 2017 the battery had depleted to the "lock" mode (3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The conclusion code no longer applies. The method code no longer applies the results code no longer applies. If information is provided in the future, a supplemental report will be issued.